Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side "fluid around the device (confirmed with MRI) and implant removal from textured to smooth due to the concerns of the product". Device was explanted.

Event description:
Healthcare professional reported left side "fluid around the device (confirmed with MRI) and implant removal from textured to smooth due to the concerns of the product". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. Additional observations: ¿ observed an opening on radius assessed as surgical damage and missing shell observed assessed as inconclusive. No further actions are required as the device was implanted.